Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Used sample was received for evaluation. The sample was visually evaluated. The sample was found clogged with dry formula along the pvc lines that obstructed the tube path at the valve level, no functional evaluation could be performed since the product could not be unclogged. The issue could not be confirmed. No corrective actions will apply since failure mode was not confirmed related to manufacturing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports product is leaking diet on the screw spike while using on a patient.

Manufacturer narrative:
Submit date: 3/6/2017.

Event description:
The customer reports product is leaking diet on the screw spike while using on a patient.